Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion / migration of essure device location of device: vaginal area') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no", device difficult to use "difficult to remove" and device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), allergy to metals ("hypersensitivity / nickel allergy rash"), depression ("psych injury / depression"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), mood swings ("hormonal changes / mood swings"), headache ("headaches"), iron deficiency anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abortion spontaneous ("miscarriage"), female sexual dysfunction ("apareunia"), migraine ("migraines / headaches"), nausea ("nausea"), rash papular ("small red bumps"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain") and scar ("scar tissue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed in june 2012. At the time of the report, the device expulsion, dysmenorrhoea, dermatitis allergic, gastrointestinal disorder, mood swings, headache, weight increased, pregnancy with contraceptive device, abortion spontaneous, weight decreased and scar outcome was unknown and the genital haemorrhage, menorrhagia, metrorrhagia, dyspareunia, pelvic pain, abdominal pain, allergy to metals, depression, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, iron deficiency anaemia, vaginal haemorrhage, female sexual dysfunction, migraine, nausea, abdominal pain upper and vulvovaginal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, alopecia, bladder disorder, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash papular, scar, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased and weight increased to be related to essure (ess205). The reporter commented: removal recommended by treating physician? Yes. Complications during removal surgery? Infection she had received treatment for pain, allergy, expulsion, bladder/urinary problems. Discrepancy in essure insertion date as (B)(6) 2008 and removal date as (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion / migration of essure device location of device: vaginal area') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no", device difficult to use "difficult to remove" and device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), allergy to metals ("hypersensitivity / nickel allergy rash"), depression ("psych injury / depression"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), mood swings ("hormonal changes / mood swings"), headache ("headaches"), iron deficiency anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abortion spontaneous ("miscarriage"), female sexual dysfunction ("apareunia"), migraine ("migraines / headaches"), nausea ("nausea"), rash papular ("small red bumps"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain") and scar ("scar tissue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the device expulsion, dysmenorrhoea, dermatitis allergic, gastrointestinal disorder, mood swings, headache, weight increased, pregnancy with contraceptive device, abortion spontaneous, weight decreased and scar outcome was unknown and the genital haemorrhage, menorrhagia, metrorrhagia, dyspareunia, pelvic pain, abdominal pain, allergy to metals, depression, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, iron deficiency anaemia, vaginal haemorrhage, female sexual dysfunction, migraine, nausea, abdominal pain upper and vulvovaginal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, alopecia, bladder disorder, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash papular, scar, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased and weight increased to be related to essure (ess205). The reporter commented: removal recommended by treating physician? Yes. Complications during removal surgery? Infection she had received treatment for pain,allergy,expulsion,bladder/urinary problems. Discrepancy in essure insertion date as (B)(6) 2008 and removal date as (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received: events: mood swings, abnormal bleeding (vaginal), pregnancy (stillbirth or miscarriage), device ineffective, nickel allergy rash, apareunia, depression, weight loss, stomach pain, vaginal pain were added. Event outcome, reporters, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion.'), genital haemorrhage ('general abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and iron deficiency anaemia ("anemia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device expulsion, dysmenorrhoea, dermatitis allergic, hypersensitivity, psychological trauma, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache and weight increased outcome was unknown and the genital haemorrhage, menorrhagia, metrorrhagia, dyspareunia, pelvic pain, abdominal pain, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge and iron deficiency anaemia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: removal recommended by treating physician? Yes. Complications during removal surgery? Infection she had received treatment for pain,allergy,expulsion,bladder/urinary problems quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received:case became incident. Event injury nos deleted and events 'dysmenorrhea, dyspareunia, pelvic pain,abdominal pain, , menorrhagia, menorrhagia,anemia, general abnormal bleeding, rash/skin condition, hypersensitivity, expulsion, bladder problems, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss, hormonal changes, headaches, weight gain,essure confirmation test not done' were added. Patient date of birth added. Outcome of events pain,bleeding,bladder/urinary problems added as recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.